Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing for upstream and downstream occlusion detection the device was able to properly detect both upstream and downstream occlusions. The event history log review was performed. There are two infusions of "norepinephrine 4 mg / 250 ml" programmed in the history log. The first was programmed 18 days before the reported date and the second was programmed 8 days before the reported event. A new patient and new drug are not selected between 8 days before the event date and the reported event date. There are no events recorded in the history log matching the customer reported flow rates 49 ml/hr and 960 ml/hr, however similar rates were observed. In the log, the customer experienced a single "air-in-line!" Alarm, a single "upstream occlusion!" Alarm, and five "downstream occlusion!" Alarms. The history log cannot be used to determine if the alarms are true or false and the condition of the IV set and pump set up at the time cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Spectrum iq operator's manual cautions, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." Baxter clinical services conducted a visit to the customer facility and observed a number of setup issues. Follow-up education was provided to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine (4 mg/250 ml at a flow rate of 49 ml/hour) with a spectrum iq pump, the patient experienced low blood pressure (60/40), approximately 30 minutes after a new bag was hung. The pump continued running, and no alarms were generated. It was reported the nurse switched the infusion to a different port (peripherally inserted central line) and the flow rate was increased up to a bolus rate of 960 ml/hour. Approximately three to five minutes into troubleshooting, the nurse observed that the volume of fluid in the bag was not going down and the intravenous tubing immediately below the drip chamber was twisted/kinked. After the nurse untwisted the tubing, an upstream occlusion alarm was generated followed by a downstream occlusion alarm. It was reported the alarms were cleared, the infusion was restarted ¿and readjusted¿, the patient was stabilized and recovered from the hypotension. No additional information is available.